Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 68 mg/dl on customer's aviva sys compared to the emergency medical tech (emts) measurement of 189 mg/dl when testing was performed within 5 mins. Reporter stated the customer was experiencing hypoglycemic symptoms when the result of 68 mg/dl was obtained and the emts were called. Approx 5 mins after the emts were called, it was stated the customers sys measured a 44 mg/l. Emts tested customer's glucose and obtained a measurement of 89 mg/dl less than 10 mins after the result of 44 mg/dl was obtained. Reporter indicated the customer did not receive any treatment and no actions were taken based on the glucose testing. A request was made for the return of the suspect product and replacement product was sent.